Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 product lot number 0013044268 implant date na explant date na product ID d-evolutfx-2329 product lot number 0013071599 implant date na explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a previously implanted non-medtronic surgical aortic valve presented with severe aortic stenosis, evidenced by a mean gradient of 52 mmhg. The non-medtronic valve had a true ID of 19mm, which was sized for a 23mm evolut valve. The patient underwent an aortic valve procedure where the implanter pre-dilated the aortic valve with a 16mm non-medtronic balloon. The valve was successfully implanted, but a high mean gradient of 36 mmhg was observed post-implant. An attempt was made to fracture the valve through post-dilatation to improve the gradient, but the attempt was unsuccessful, and the final mean gradient remained elevated at 25 mmhg.

Manufacturer narrative:
Image review: the patient¿s executive summary was available, allowing for a comprehensive anatomical assessment. Evidence suggests that the patient had a previously implanted surgical aortic valve, reportedly a 21mm non-medtronic valve. The inner perimeter of the surgical aortic valve measured 58.8mm with a perimeter derived diameter of 19mm suggesting a 23mm evolut. It was reported that an evolut was implanted and post implant gradient remained elevated at 25mm hg despite post implant dilatation. Intraprocedural images were not provided for review therefore this review is inconclusive. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.